Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were staples protruding from proximal staple cartridge channels. The anvil clamping mechanisms were deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. However, the investigation detected a secondary condition of staple prefire that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) procedure. The stapling device was being used for the lobe resection. The jaws of the reload could not be closed onto the tissue. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. In order to resolve the issue and complete the case, changed the reload for a new one. There was no patient harm. The patient outcome is alive, no injury.